Manufacturer narrative:
In the incoming inspection, the battery status was ok, 2.78 v/11 ua/1.3 ko, with an expected operating time until eri of 2 years and 11 months (programmed parameters matched those at receipt). With a lead load of 500 o, a current consumption of 20 ua results, this meets specifications. The data memory does not show any anomalies. The charge amount drawn from the battery is in the expected range according to the programmed parameters and previous operating time. The device underwent an electric incoming check and proved to be within specifications. There are no pacing or sensing defects. There is definitely no electronic defect. The dimensions of the lead attachment screw for the different lead contact meet specifications. The screw meets the tolerance standards and is free of any damage. Contacting traces can be seen on the lower side of the lead attachment screw. There are an indication that the different part of a lead connector plug had been contacted according to specifications at least once. The clamping depth required for clamping an is-1 lead connector plug is reached with the lead attachment screw.

Event description:
Ous MDR. In the long-term ECG, the pacemaker kept exhibiting pauses - 3 seconds. After exchanging the lead, the further pauses showed up in the ECG. The pacemaker was then removed. Patient was supplied with a temporary pacemaker during lead revision.